Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 456 mg/dl and had elevated to 505 at the time of call, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer reported that when infusion set was removed, it was found that cannula was bent. Customer inquired on reason insulin pump did not alert for no delivery. Tubing clamp was sent to customer in order to perform high pressure test.